Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient fell. The patient was having pain in her upper neck. The pump medication was changed to sufentanyl at that time, but the patient still had pain. X-rays were done and they couldn¿t find anything. The patient¿s family member asked if the patient¿s fall could have caused all of it and was told that they would have to do tests. They figured out that the catheter was not allowing medication to be administered. They tried to aspirate the catheter, but couldn¿t. The surgeon did x-rays, but couldn¿t figure out if the catheter was damaged. In (B)(6) 2014, the surgeon went in to replace the catheter. At that time, they found out that the catheter was crushed; the catheter was revised. They tried morphine in the pump after this; however, the patient¿s legs swelled from the morphine, so they went back to sufentanyl and dilaudid. On (B)(6) 2014, they went in to the physician¿s office to rule out a granuloma. The patient was still in the medication adjustment phase, so the physician wanted to rule out any problem with the catheter or other issues. The physician wanted to do an MRI. The patient was a ¿tough patient¿ and it was hard to evaluate whether the patient was getting the right medication as she had 3 different kinds of medications. The patient had morphine, dilaudid, and sufentanyl; at the time of this report, the patient was back to dilaudid. They were trying to find the correct dosage that worked best for the patient. The patient wanted to be pain free, but also had other issues with fibromyalgia, osteoporosis, and arthritis, so it was hard to know whether the pump was ¿fully doing the job¿ or not. The patient outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.